Event description:
On (B)(6) 2009, the patient reported that, about 6 months ago, the plunger on her insulin cartridge remained attached to the piston rod of her infusion device which resulted in insulin spilling into the cartridge chamber. She said she was able to successfully detach the plunger from the piston rod. She stated she poured the insulin out and dried the chamber with a tissue. Once it was dry, she reconnected to her infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.